Event description:
Medtronic received a report that the axium coil encountered resistance in the echelon catheter. The patient was undergoing surgery for treatment of an amorphous, ruptured aneurysm in the ophthalmic artery segment with a max diameter of 8 mm and a 6 mm neck diameter. It was noted the patient's vessel tortuosity was moderate. It was reported that the axium spring coil could not be delivered into the echelon microcatheter. Subsequent replacement of our company's spring coils could be delivered into our company's spring coil microcatheter. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Ancillary devices include an 8f cordis guide catheter, synchro 14 guidewire. Additional information was received stating that the cause of the resistance was the spring coil embolism, which was replaced with a new spring coil to complete the procedure. The axium coil did not come out of the introducer sheath smoothly and it was unknown if there was any damages or kinks to the coil that were noticed.

Manufacturer narrative:
H3: product analysis of qc-3-6-helix-cn, lot no:s23gm013c visual inspection/damage location details: the axium implant coil was returned within the introducer sheath. The axium implant coil pushwire was found to be broken at load indicator at ~3.2cm and broken but retained by release wire at break indicator at ~8.0cm from proximal end. The axium coil was found to be already detached and not returned. No other anomalies were observed. Testing/analysis (including sem reports): the axium implant coil tip od (outer diameter) was unable to be measured as the implant coil was not returned. The ID (inner diameter) of the introducer sheath was measured to be 0.0185¿ which is within specifications. The axium implant coil could not be used for resistance testing with an in-house micro catheter due to its damaged condition. Conclusion: based on the device analysis and the reported information, the customer¿s report of ¿coil resistance/stuck in sheath¿ was unable to be confirmed and the root cause was unable to be determined as the implant coil was already detached and not returned. The customer reported preparing the axium implant coil as indicated in the IFU prior to use. It is possible insufficient preparation of the axium implant coil, damage during preparation or improper hubbing technique (over tightening of the rhv) could have contributed to the event. Based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ could not be confirmed as the axium prime coil could not be used for resistance testing with an in-house micro catheter due to its damaged condition. Possible contributing factors to ¿coil resistance/stuck in catheter¿ include the use of an incompatible device for delivery, severely tortuous patient anatomy, failure to hydrate the axium implant coil prior to use, and lack of continuous flush during delivery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.